Event description:
Orhto splint applied for wrist fracture. Pt suffered skin trauma, was seen at another emergency room, skin breakdown was observed on pt's arm by physician checking under splint. Splint was on for only 2 days.